Manufacturer narrative:
Block b3- approximated based on the date of explant. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to inadequate pain relief. The explanted devices were disposed of by the medical facility. No device malfunction was suspected.